Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since the bleed was resolved by angle matching and sutures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a 69-year-old male patient was on impella cp support due to left main disease with 100% occlusion. While on support, oozing was noted at the groin. The groin area was exposed and upon examination, the repositioning sheath blue hub was retracted from the skin tract by about 1.5 inches and was sutured down. The vascular surgeon removed the sutures and then inserted the repositioning sheath appropriately and angel matched. Bleeding stopped, was noted when the repositioning sheath was moved around. The vascular surgeon performed a surgical cutdown and placed a suture around the arteriotomy over the sheath. The patient expired. The relationship between the impella and cause of death is unknown.